Event description:
Device 1 of 2. Ref MFR report #1627487-2014-01361. It was reported the pt experiences uncomfortable pocket heating while recharging. Reportedly, there's no confirmed skin irritation. The pt was advised on charging techniques and usage of the charging belt. A replacement charger was sent. F/u identified the replacement charger is working properly and resolved the issue. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.